Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked and leak testing revealed a leak in the external portion of the soft cannula. It could not be determined when this damage occurred. The download data shows no timeouts or high pulse widths indicating a struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 300 mg/dl, while wearing the pod on the abdomen between 1 and 4 hours. Insulin was noticed to be leaking out. A new pod was applied to treat the hyperglycemia.